Event description:
A healthcare professional reported that during a coil embolization, a 7x25 orbit galaxy coil (product code: 640cr0725, lot number: 31661856) was impeded in the proximal end of a competitor¿s microcatheter (mc) and could not advance any more. The doctor removed the coil and microcatheter from the patient and switched a second microcatheter, a prowler select lpes (product code: 606s155x, lot unknown) and a second coil, a 6x20 orbit galaxy (product code: 640cf0620, lot number: 31787408). After the second coil was delivered to the aneurysm, it was found that the second coil was unraveled/stretched under image. The doctor removed the second coil and the second microcatheter from the patient, then switched to a third competitor¿s microcatheter and coil to complete the surgery. The surgery was prolonged by about 40 minutes. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.